Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the final stage of a surgery (torque), the torque stem of the equipment had damage (nicking) that prevented its use and the second suffered a breakage in the tip despite appearing to be new. This led to the interruption of the procedure. There was 20 minutes of surgical delay. There was no patient harm.